Event description:
The caregiver (cg) stated that this was the first night on the homechoice (hc). The cg stated a check final line alarm sounded. The technical service representative (tsr) instructed the cg to attach a bag to the final line. The cg stated while hanging the bag on a pole, the spike came out. The tsr explained that the cg would now have to start over with new supplies. The tsr assisted the cg again with setup. The hp confirmed the hc primed and the hp was ready to begin therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a separation. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the report was due to improper set up of the bag. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.